Event description:
It was found that the patient passed away from an obituary. Additional relevant information has not been received. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep.